Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose ranged from approximately 198-199 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.